Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway.

Event description:
It was reported that during an ultrasound-guided breast fibroma excision of fatty tissue, when repositioning the probe it was difficult to move through the tissue and the probe was removed from the patient. The tri-concave needle tip was detached in the breast tissue. The tip was removed from the breast by enlarging the incision at the biopsy site. The current patient status is unknown.